Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their friend/family member regarding the patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that an error code was seen on the patient programmer (pp), but the code was unknown. It was reported that the patient didn¿t speak much english and reported seeing the ¿call your doctor¿ message, but didn¿t state the code when asked. The caller was able to bypass the message during the call and accessed the therapy screen. They stated there was a problem with the stimulator and it was off. Patient services reviewed how to turn the ins on. The caller had difficulties following the instructions and stated then the patient had to go. It was reviewed to follow-up with the healthcare provider to address the issue further if necessary particularly regarding the symptoms. The patient had stated their temperature was high/head hot and ¿in their leg the muscle was moving¿. It was reported that the ¿call your doctor message,¿ stimulator being off and their symptoms all occurred on (B)(6) 2018. No further complications were reported/anticipated.